Manufacturer narrative:
(B)(4). Reason for implant: vaginal prolapse and sui. It was reported that following insertion the patient experienced discomfort, vaginal pain , pain around groin and going down to legs, painful sexual intercourse, swelling in the vagina, numbing and loss of feeling in the vagina, hip bone and muscle deterioration, pelvic pain, muscle deterioration in the legs, pain in vagina, and, recurrent stress incontinence, spasms in lower stomach, bladder and hip areas, pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported the patient underwent mesh revision cystoscopy, release of mesh on 04/04/2006. It was reported that patient underwent a posterior wall repair on (B)(6) 2008. It was reported that patient underwent partial mesh removal, repair and cystoscopy on (B)(6) 2013

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.